Manufacturer narrative:
426870-0 date sent: 11/21/2005 h1: decision changed to no reportable. H2: information in file documented that the event was completed and there were no patient outcomes. A back up device of the same nature was used to complete the case.

Event description:
In attempting to begin a case the display was blacked out. Laser appeared to be running, but there was no display. The sales reps demo laser was used to complete the case successfully with no patient consequence. Laser being returned for repair.